Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. Incorrect positioning or orientation of the filter is one of the potential complications cited in the IFU associated with this product. In the IFU, step 28 of the recommended filter implantation states ¿perform a control cavagram prior to terminating the procedure. Verify proper filter positioning.¿

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2018, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2013 by dr. (B)(6) at (B)(6). The patient had a scheduled retrieval surgery approximately 15 months later, on or about (B)(6) 2015 by dr. (B)(6) at (B)(6) . The physician was unable to retrieve the device as it was embedded and perforated. Argon¿s attorneys are attempting to gather additional information.